Manufacturer narrative:
E1: initial reporter phone no. (Additional): (B)(6). D4 UDI #/ h4: the manufacturing date would be provided upon completion of the investigation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 1000ml eva (ethylene-vinyl acetate) tpn (total parenteral nutrition) bag leaked from the middle, butterfly port. This occurred during the compounding process. There was no patient involvement. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.